Manufacturer narrative:
Concomitant products: product ID: 3998, lot# va00vyf, implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery eroded through the anterior portion of the pocket. A revision procedure was performed on (B)(6) 2014 at which time the ins battery and extension components were replaced. It was noted that a new pocket was made posteriorly. The patient status at the time of the report was ¿alive ¿ no injury¿. Follow up information reported that the cause of the issue was not determined. In addition, it was noted that the devices would not be returned to the manufacturer because the doctor ordered cultures of the devices. The patient outcome was noted as unknown. If additional information is received, a follow up report will be sent.